Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received in a specimen container for the report of leaking. One sample was attached to a vent. A second, loose, vent was also received with the samples. The returned samples were visually inspected. One sample was found conforming, one sample was found non-conforming with an opened septum, and one sample was found non-conforming with a cut in the septum. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the valved trocars leaked during a right eye procedure. The product was replaced with another and the procedure was completed. The product sample is available. There was no harm to the patient. No additional information was provided.